Event description:
Pt was receiving IV therapy and on 4/23/94, it was noted that there was an infiltration at the IV site. The IV was being maintained on the IV infusion pump. The IV site was changed to the left hand and again the IV infiltrated, and the nursing personnel did not have any alarm to tell them that the IV was infiltrated either time. At the time of investigation, rptr asked that the pump be checked out to see if it was user error or pump failure.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-94. Service provided by: independent service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, computer hardware performance tests conducted, computer software performance tests conducted, performance tests performed. Results of evaluation: none or unknown. Conclusion: other. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.